Manufacturer narrative:
H2, additional info: previously reported and relevant information can be found via regulatory reporting number 3006544299-2024-00545. No further reports will be submitted under this reporting number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the imaging system. After some attempts and the user calibrations performed, the site could finish the 2 dimension long film. The system performed as intended, however, the hand switch was suggested to be replaced pre-actively. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there were 2dlf I ssues. There was no patient involvement. Additional information received. The system was not able to finish the 2 dimension long film (2dlf).